Event description:
Drive devilbiss healthcare was notified of an incident involving a commode by an end user, who stated that "while using it closer to the front edge, the seat popped off the back of the frame and she fell." The end user reportedly sustained a hairline fracture to her left femur. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.